Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause, because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Customer reached out to technical assistance center at olympus. Unable to resolve the issue on the initial call through troubleshooting, the customer was provided with additional troubleshooting steps. The device was not returned to olympus for evaluation. Despite all efforts to date no additional information pertaining to this event has been obtained. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus problems capturing an images on the endovault computer linked with the cv-190 (evis exera iii video system center ). Customer reported not seeing the video signal from the device (cv-190s¿) comp out port. It is unknown when the issue was identified. There were no reports of patient harm.